Event description:
Edwards received information that a patient with a 21mm 3300tfx aortic valve implanted for nine (9) years and 11 months, was evaluated for valve-in-valve procedure due to mild to moderate ai. The presenting symptoms appeared to be unrelated to the device aortic insufficiency, so there is no need for intervention at this time. The patient will be monitored for a year.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, 11 months, is being evaluated for valve-in-valve procedure due to aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, 11 months, was evaluated for valve-in-valve procedure due to aortic stenosis; but it was decided patient would undergo surgery.